Event description:
It was reported that pump started, charged, and was recognized by customer but immediately displayed malfunction alarm that prevented access to pump functions. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return, and distributor coordinated replacement with new pump while original pump was expected to be returned for evaluation.